Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2013 at 09:37:01. During night drain cycle one, the patient's ultrafiltration reading was 2022ml, indicating the patient drained 2022ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.